Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; heart lead flex found out of electrical specification (shorted diode ventricle side). Analysis also found two side bail covers broken. (B)(4).

Event description:
It was reported that during testing of the external pulse generator (epg), the biomedical engineer could not measure any ventricular output. The epg was returned for repair and calibration. There was no patient involvement.